Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. Visual inspection found there was a bubbled dso, uso seal worn, and lens scratched. The device was then functionally tested. The reported complaint is confirmed. The root cause is the dso seal. This will be replaced. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a bubbled downstream occlusion. There was no patient involvement, and no harm/adverse event was reported.